Event description:
When the surgical staff grabbed the handle on the bracket that is attached to a skyboom to move the monitor, the monitor fell off of the bracket. The monitor did not hit anyone or cause any injuries. Skytron is currently investigating the cause of this failure.